Event description:
When trying to remove the vns tunneler from left side of patient chest, unable to unscrew the bullet tip from the tunnel shaft. Surgeon used a pean clamp to forcefully remove/unscrew bullet from shaft.